Event description:
It was reported that the patient developed an infection. The lead was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. All conductors had blood/body fluid (not obstructed), and the outer insulation was melted. Evaluation summary: (B)(4): the full lead was returned in segments to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. All conductors had blood/body fluid (not obstructed), and the outer insulation was melted.